Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line on multiple occasions. The customer's blood glucose (bg) level was over 400 mg/dl. The bg level was addressed with a site change and a bolus via the pump. The customer successfully primed the tubing to remove the air for both events to address the issue.